Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evidence of moisture was visible in the pump. Unrelated to the initial complaint, the audio bolus button was torn. The pump failed a leak test due to this. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.